Event description:
It was reported that the customer experienced elevated blood glucose levels . Troubleshooting was performed and pump passed delivery system check. Cold insulin is used to load the cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.